Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned and failed clipping tests. The offset at the tips was 0.54mm. The grips were not found to be cracked. The medium-large clip applier instrument was put in a housing-system for a clip test and failed.

Event description:
It was reported that the medium-large clip applier instrument was not working and had lives remaining. No known impact or patient consequence was reported.